Manufacturer narrative:
(B)(4).

Event description:
It was reported during a generator changeout procedure, the atrial lead was capped and replaced due to lead fracture. The patient condition is fine after the procedure and the patient did not experience any symptoms before or during the procedure.